Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Programmer as well as pacemaker ram dump data have been returned for evaluation. Based on the analysis of these data, there is no indication of a faulty behavior of the device. The battery voltage is as expected. The current is in the expected range, although a little high, which is due to the very low lead impedance values. Note that the lower the impedance values, the higher the current consumption. This slightly increased current consumption can also explain that the time to eri is a little shorter than expected. Regarding the warning message, it could be confirmed during the data analysis that it resulted from measured low out of range impedance values. The measured lead impedance in the paced chamber was < 100 ohm, which caused a relatively high value of the measured current and consequently the warning message. Please note, that this warning message will show up at any follow-up as long as the impedance takes such small values. In conclusion, the pacemaker has not been returned for analysis. The data revealed that the clinical observation resulted from measured low impedance values. Based on the available information, there is no indication of a pacemaker malfunction. However, tanking into account that low impedance values were already present before the pacemaker exchange, a compromised lead integrity cannot be excluded. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - on (B)(6), the patient's home monitor sent an error message regarding battery depletion. The calculated eri showed 5y 6m and the remaining battery capacity was 90%. The chronic lead impedance has been acceptable at about 200 ohm in bipolar and 150 in unipolar, but at the time of the event the impedance was <100 ohm in bipolar. Patient is (B)(6), she has an av block and afib and is pacer dependent.